Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and other blood glucose value was 285 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they was not using auto mode feature at time of high blood glucose event. Customer treated with bolus. Customer reported that she had multiple insulin flow blocked but was happening every bolus was done and on the half way of the bolus delivery. Customer stated the insulin exited. Customer stated the cannula was not bent. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.